Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The stent was detached from the sds and was not returned for analysis. A review of the manufacturing data for the stent profile was carried out. The maximum crimped stent profile measurement at the time of manufacture was within specification. The tip was visually and microscopically examined and no damage was noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x24mm promus element¿ plus stent delivery system was advanced to treat the lesion. However, during the procedure, it was noted that the stent strut was lifted up. The device was removed and the stent dislodged from the delivery system outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x24mm promus element¿ plus stent delivery system was advanced to treat the lesion. However, during the procedure, it was noted that the stent strut was lifted up. The device was removed and the stent dislodged from the delivery system outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.